Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not being delivered. Reportedly, the customer changed supplies and successfully resumed insulin delivery. The customer blood glucose level was 383 mg/dl.